Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 124 mg/dl and later passed out in his yard. Emergency medical personnel received a reading of 50 mg/dl on their blood glucose meter. No time period in between the readings was given but the difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.